Manufacturer narrative:
The device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia automated pd sets with cassettes were damaged. When a new box of cassettes was opened, it was discovered that an unspecified number of heater bags had a hole in them. This event was discovered prior to patient use. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.